Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 22-nov-2024 and forwarded to millyard advanced medical products, llc on 23-nov-2024. The patient's granddaughter reported they were unable to fill the patient's cassettes. Troubleshooting was unsuccessful. The patient switched to another device they had on hand while replacement cassettes were being shipped. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.